Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the guardian application was unresponsive. The customer reported no adverse event. The event involved product(s) mmt-8201. Troubleshooting was performed. The issue was not resolved by force closing and re-launching the application. Issue was escalated. No harm requiring medical intervention was reported. No product return will be required for mmt-8201.

Manufacturer narrative:
"An attempt to reproduce the reported event using guardian connect - software version 3.5.0 installed on samsung s20 fe android 12 with a transmitter was conducted and confirmed the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4) version s. We were unable to conduct a thorough investigation due to the lack of essential logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue, the most likely reason behind this issue is insufficient ram or cpu resources on the device. In such cases, a lack of adequate ram or cpu can lead to application slowdowns or unresponsive. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: please prioritize using the guardian app when necessary. Afc code: za14af no issue found. Investigation completion date: 08/may/24 2:45 am. Guardian connect (standalone cgm, gc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.